Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va08klm, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot#: va08klm, implanted:(B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported the patient saw doctor (B)(6) because they felt like their hairdresser may have nicked their scalp above the leads. The hcp noticed a scab and a possible lead exposure. The patient was hesitant to remove the device because they were getting great tremor control. Doctor (B)(6) brought the patient to the operating room today to debreed, washout and reposition the lead further under the skin. The issue was resolved at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient completed their antibiotics and their weight was given. The information was confirmed with the nurse practicioner. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The device was fully explanted because of an underlying infection related to reported lead exposure. No further complications were reported as a result of this event.